Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. Moisture was found behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: the pump was returned with moisture visible through the display lens. All keypad buttons responded properly. There was no physical damage found to the keypad cover. The keypad cover was removed and no defects were found to the button contacts. The complaint of a button response issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed moisture on the keypad flex connector, a battery compartment crack, and a case seal leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).